Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable broke and a piece was stuck in the usb port. The customer's blood glucose level ranged from 126-199 mg/dl. Reportedly, the usb cable no longer charged the pump. Customer was able to remove the broken piece from the usb port to resolve the issue.